Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the flow sensor. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator suddenly stopped and alarmed during patient use. The nurse on duty removed the patient from the ventilator and performed a manual resuscitation via an ambu bag while waiting for an alternate ventilator. The patient then later transferred to an alternate ventilator with no harm.